Manufacturer narrative:
(B)(4) the customer is requested to return the suspect device to vyaire for further investigation. At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. There is no patient involvement associated with this event.